Event description:
During an esophogeal ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the patient has a history of hepatitis b-related cirrhosis accompanied by esophagogastric varices. He presented with "hematemesis" and was admitted to the operating room for "esophageal variceal ligation + gastric variceal tissue glue closure" under general anesthesia with tracheal intubation from 23:20 on (B)(6) 2026, to 23:39 on the same day. During the esophageal variceal ligation procedure, an adverse event occurred when six bands were released simultaneously [bands prematurely deploy - subject of report] during the ligation of the blood vessels at the cardia. Therefore, the second ligation device was promptly replaced, and the blood vessels were ligated in a circular manner from the bottom up. After the procedure, the varices in the upper esophagus were significantly reduced. The patient's vital signs were stable, and he was escorted back to the ward after resuscitation. This event occurred during the procedure, with six bands released simultaneously around the blood vessels, resulting in significant edema around the vessels but no vessel rupture or major bleeding. The need to replace the second ligation device to complete the operation prolonged the procedure time and increased the procedure risk, thus it was classified as severe. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.